Event description:
It was reported that during use of the bd microtainer® contact-activated lancet the blade went out and didn't retrieve back to the holder.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for lack of needle retraction leading to deep protrusion with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to lack of needle retraction was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for lack of needle retraction leading to deep protrusion with the incident lot was observed. Evaluation/testing of the customer samples was conducted and lack of needle retraction leading to deep protrusion was observed. Additionally, evaluation/testing of the retain samples was conducted and lack of needle retraction was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microtainer® contact-activated lancet the blade went out and didn't retrieve back to the holder.